Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative. The sales representative reported that the device was not retained for return to the manufacturer upon explant. Additional information indicated that the patient had experienced bleeding prior to impella 5.5 implantation, including during the associated percutaneous coronary intervention and gastrointestinal evaluation, as previously reported. Follow-up communication with the treating physicians indicated that the patient returned to baseline status following explant, was subsequently downgraded from the critical care unit, and was discharged home.

Manufacturer narrative:
Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The patient presented in a pre-support clinical state consistent with scai shock stage a and underwent impella 5.5 insertion via right axillary/subclavian surgical arterial access for high-risk percutaneous coronary intervention (hrpci). During support, the device functioned as intended at performance level p-6, providing 3.0 l/min flow with d5w sodium bicarbonate utilized in the purge solution. Following pci and extubation, the ccu team reported the patient experienced ongoing confusion, and subsequent CT imaging revealed a hemorrhagic cerebrovascular accident (brain bleed). The patient was not receiving systemic anticoagulation post-pci due to bleeding concerns, and a history of bleeding was noted as a contributing factor. The impella device was subsequently explanted and the patient survived. The hemorrhagic stroke occurred in the setting of hrpci and limited anticoagulation, with multiple clinical contributing factors identified; the causal relationship to the event cannot be established.